Event description:
It was reported that there was a problem aspirating and filling the pump reservoir, and a volume discrepancy was encountered. With some difficulty, they were able to aspirate the reservoir, however, unable to fill it. The patient was in for a refill on (B)(6) 2012, and when the reservoir was aspirated, the actual reservoir volume was 7ml, when the expected reservoir volume was 5.3ml. The provider was then only available to fill the reservoir 30ml. Medication in the pump was baclofen (compounded). No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l34869, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).